Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation revealed that there was evidence of third-party repairs on the device, as the entire insertion tube, and light guide tube were non-olympus parts. There was no sharp edges or surfaces that would likely cause or contribute to the patients' outcome. Based on the investigation, the most likely cause of the reported event is attributed to user handling. Additionally, the instructions for use states: "prohibition of improper repair and modification. This instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury and/or equipment damage may result." Cross reference manufacturer report number: 2951238-2015-00020.

Event description:
Olympus was informed that two patients sustained colon perforation during a diagnostic colonoscopy procedure. It was reported that both patients were examined with the same colonoscope. Both patients were transferred to operating room for surgical intervention. Both patients are reportedly doing fine. This is the last of two reports.